Event description:
Clinical study. It was reported that 1423 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a non-q wave myocardial infarction (mi). The index procedure treated one 10 mm long target lesion, identified in the distal right coronary artery (rca) with 98% stenosis and a reference vessel diameter of 2.5 mm. Following pre-dilation of the distal rca there was a type a dissection noted. The lesion was treated with a 2.5 x 16mm express2 bare metal stent with 10% residual stenosis. The patient was discharged day post-index procedure on asa and plavix. The patient reported to the emergency room with complaints of shortness of breath and cough 1423 days post index procedure. Chest x-ray showed mild vascular congestion and cardiomegaly. Lab reports revealed troponin was 0.10 and bnp was 456. EKG revealed normal sinus rhythm with premature ventricular contractions and st-t changes. Non-q-wave myocardial infarction was reported, however, it is not consistent with the protocol definition. The patient was treated with lasix, nitropaste, baby aspirin and potassium chloride. Admission was recommended for the patient, however, against medical advice he went home. In the opinion of the physician, the relationship of the mi to the study stent is unknown; to the index procedure is unrelated; and to the patient's co-morbid condition is probable.

Manufacturer narrative:
Device evaluation: a unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4425680 found that the device met its material, assembly and product specifications, at the time of release to distribution.